Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited progressively worsening t-wave oversensing. The rv lead remains implanted, but the physician opted to pace with the left ventricular lead only at this time. It was further reported that the patient was experiencing dizzy spells and periods of asystole were revealed on a holter monitor. The all capture management testing was turned off. It was further reported that the patient had also been falling down prior to the device being reprogrammed. The patient further stated that the device has been beeping daily. Attempts to determine the reason for the beeping were not successful. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited progressively worsening t-wave oversensing. The rv lead remains implanted, but the physician opted to pace with the left ventricular lead only at this time. It was further reported that the patient was experiencing dizzy spells and periods of asystole were revealed on a holter monitor. The all capture management testing was turned off. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited progressively worsening t-wave oversensing. The rv lead remains implanted, but the physician opted to pace with the left ventricular lead only at this time. No patient complications have been reported as a result of this event.